Manufacturer narrative:
(B)(4) the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. Not all pieces were returned. Attempts to obtain additional information have been made. However; no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product shows signs of repeated use (nicked or gouged) and is fractured on medial side of post. Not all pieces were returned. Reported event did not occur in an operating room or as part of a medical procedure; therefore, medical records are not available for review. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (04) - provisional top.

Event description:
No further event information available at the time of this report.